Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 75% stenosed denovo lesion was located in the moderately tortuous proximal to mid left anterior descending artery. The lesion was predilated with 2.5mm non bsc balloon. A 3.00x20mm liberte' bare metal stent was advanced to the lesion, but could not cross. The lesion was again predilated with 2.5mm non bsc balloon. The physician again advanced the stent to the lesion and attempted multiples times, but could not cross the lesion. When the device was removed from the pt, stent damage was noted. The procedure was completed with another liberte' bare metal stent. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
(B) (4).